Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, fluid ingress inside the plug body leading to video image and other electrical functionality issue, light cover glasses chipped, optical cover glasses scratched, distal end adhesive lifting, switch damaged, fluid ingress at scope connector, and up/down/left/right angle failed straining. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during maintenance of this evis lucera elite colonovideoscope, the scope exhibited poor image/ e315 scope error. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water that invaded the scope connector by the following factors, and then the suggested event occurred: attached connector cap of leak tester to wet venting connector. Attached / detached leak tester underwater. Immersed device in fluid for reprocessing while sterilization cap was attached. The instructions for use (IFU) (reprocessing manual) states as follows: "1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization (eto) cap (mb-156) is not attached to the endoscope. If the eto cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.